Manufacturer narrative:
Further information was requested, but not received.

Event description:
Related manufacturer reference number: 2017865-2022-38618. Related manufacturer reference number: 2017865-2022-38657. It was reported that a patient presented with infection noted on the patient's pacemaker and right ventricular (rv) lead. Surgical intervention was taken to address the infection on (B)(6) 2022. Additionally, another of the patient's lead helix was found to be unable to be extended during the implant procedure. The lead was not used and another lead was used to completed the procedure. No additional electrical malfunctions were reported. The patient was stable throughout.

Event description:
Related manufacturer reference number: 2017865-2022-38618 it was reported that a patient presented with infection noted on the patient's pacemaker and right ventricular (rv) lead. Surgical intervention was taken to address the infection on (B)(6) 2022. Additionally, rv lead was found to be unable to be extended during the procedure. The lead was not used and another lead was used to complete the procedure. No additional electrical malfunctions were reported. The patient was stable throughout. New information received notes that the device was re-sterilized and re-implanted following sterilization, which was authorized and performed by the healthcare provider. No vegetation or sepsis was noted, and the infection was identified through the patient conditions of inflammation and discomfort at the system implant site noted during a follow-up in-clinic. The lead will be returned for analysis.

Manufacturer narrative:
Correction: b5: field should reflect new information regarding new lead information reported in report 2017865-2022-38618, and supplemental retraction of 2017865-2022-38657 additional information: d4: field should reflect new information of product serial number and UDI. Correction: b1: field should only be marked "adverse event" a device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.